Event description:
It was reported that the patient presented in-clinic experiencing diaphragmatic stimulation. Upon review, the left ventricle lead exhibited therapy delivered to incorrect body area. The left ventricle lead was explanted and replaced. Patient was stable.